Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2013. They underwent right knee revision surgery on (B)(6) 2023, approximately 9 years 6 months post primary procedure. Patient experienced prothesis wear, loosening, synovitis, osteolysis and joint laxity. Revision op report postoperative diagnosis: failed right total knee arthroplasty secondary to aseptic loosening, massive osteolysis, polyethylene wear. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Report number: 1038671-2023-02204 multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02204. G4: 510k unknown due to specific device not being reported. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.